Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that a supply bag disconnected without falling, which is a known cause of air in the line. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. The patient was connected at the time of the alarm. This occurred during dwell one of four of peritoneal dialysis therapy. During troubleshooting, it was discovered that the supply bag disconnected without falling. The technical service representative assisted the patient to end therapy. The patient would start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.